Event description:
Staff member was using device to perform routine blood glucose test. Following use, staff member pressed the end button and picked up device by wrapping it inside of glove. Because device was inside the used glove, the staff member did not realize that the lancet had failed to retract. The staff member received a needle puncture to her hand.